Manufacturer narrative:
The device image and programmer printouts were reviewed and there was no alert or indication of an extended charge or charge timeout. Therefore, the field event of an extended charge or charge timeout was not confirmed. Lead impedance testing and shock testing was performed and revealed no anomalies. Capacitor maintenance testing revealed that it was not possible to have the device generate an extended charge or charge timeout. The cause of the field event remains undetermined.

Event description:
During a remote follow-up, there was an alert for an extended charge time and a charge time out on the device. The device was explanted and replaced and the patient was stable.